Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The gas proportioning system was adjusted, and the unit was returned to service.

Event description:
The hospital reported the gas proportioning system was not operating as expected, causing the potential of a hypoxic mix of gas delivery. There was no report of patient involvement.